Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The customer was contacted in follow-up and the information documented in the case on (B)(6) 2018 now meets reporting criteria. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018 he received an error message from his adc freestyle libre but because he was traveling he did not have any test strips with him so he could not perform a capillary test. Despite not knowing what his glucose status was, he self-administered an unspecified amount of insulin and subsequently experienced both a loss of consciousness and a seizure. Paramedics were called and upon arrival performed a blood glucose test, initiated a ¿glucose solution¿ and transported him to a hospital. At the hospital, another blood glucose test was done (no result provided) and the glucose infusion was continued. Customer additionally ate some food and was later discharged when he was stable. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch and no issues were observed. Visual inspection has been performed on the sensor plug and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. All results were within specification. No product deficiency was identified.

Event description:
Customer reported that on (B)(6) 2018 he received an error message from his adc freestyle libre but because he was traveling he did not have any test strips with him so he could not perform a capillary test. Despite not knowing what his glucose status was, he self-administered an unspecified amount of insulin and subsequently experienced both a loss of consciousness and a seizure. Paramedics were called and upon arrival performed a blood glucose test, initiated a ¿glucose solution¿ and transported him to a hospital. At the hospital, another blood glucose test was done (no result provided) and the glucose infusion was continued. Customer additionally ate some food and was later discharged when he was stable. There was no report of death or permanent injury associated with this event.